Event description:
A family member reported unexplained low and high blood glucose levels in the customer, ranging from the 400s mg/dl. Down to 54 mg/dl. The family member also reported disparities between sensor glucose and blood glucose values. Troubleshooting the insulin pump found no malfunctions. The family member was advised to monitor the device, and to change the infusion set, insulin, and reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).